Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6), 2008. (Left hip was entered in a separate complaint.) Patient had elevated and dangerous chromium and cobalt serum levels, pain, and suffering. Patient was revised on the right side on (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.